Event description:
An ophthalmic surgeon reported that the vitrectomy probe tip did not cut the vitreous. It is unknown if there was aspiration of the probe at the time of event. The product was replaced and the procedure was completed without consequences to the patient. The product sample was requested for evaluation.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).